Event description:
It was reported, that a znn cmn nail 13mmx21.5cm 130r was implanted on (B)(6) 2014 on the right side. The patient underwent a revision surgery on (B)(6) 2015 due to breakage of the nail. The nail was broken at the nail lag screw junction.

Manufacturer narrative:
No trend identified. The product combination was approved by zimmer. The nail was returned for investigation together with the lag screw, the set screw and two cortical screws. The nail is broken through the lag screw hole. The fracture surface is partially damaged, but shows signs of fatigue. The upper part of the nail shows scratches. The lag screw shows some little damages. The tip of the set screw is damaged. Possible causes for the reported event, breakage of implant, according to dfmea: due to lack of adequate fatigue strength; due to lack of adequate fatigue strength due to anodization; due to reuse of a single use device; due to wrong size of implant, e.g. Too small diameter of nail versus intramedullary channel; breakage of implant - due to screws holes furthest from the fracture line used. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The case was reopened on (B)(6) 2015 due to additional information. X-rays were received on (B)(6) 2015. The results of the investigation of the x-rays were added to the case. X-rays were received for investigation. Four x-rays dated (B)(6) 2014 showed the znn nail with the lag screw which is not in the middle of the femoral head and that it is also protruding too much from the bone. Apart from the lag screw, the nail seems correct sized and positioned. Two x-rays showed the broken (stryker) distal cortical screw which was left in the bone. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The lot number of the znn cmn nail was received, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes the assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(6).